Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned for failure analysis and completed the investigations. The reported c errors were confirmed through the logs. Also, m-36 errors were also logged in, and fa inspection was able to confirm and replicated the reported event. Furthermore, the unit was tested on system, presented c-33, c-00 error on startup. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported prior to the start of da vinci assisted surgical procedure, error c-00 occurred when the generator started up and stated that same error has occurred recently. The technical service engineer (tse) found error c-33 in the logs and advised preparing external generator just in case. The customer reported event has no report of patient injury.

Manufacturer narrative:
The probable root cause of error c-33 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.